Event description:
As reported by a field clinical specialist, approximately 9 months and 20 days post transfemoral tavr procedure with a 23 sapien 3 ultra valve in the aortic position the valve had moderate paravalvular leak (pvl) resulting in hemolysis. The patient was symptomatic with fatigue. A bav was attempted with a 23mm true balloon with no change to pvl and new onset of central leak (likely leaflet tear from ballooning). A new 23mm sapien 3 ultra valve was implanted in a valve in valve procedure, resolving the central leak and minimizing the pvl to mild. Per the fcs, the perceived root cause of the moderate pvl was due to bulky irregular calcium in the seal zone of the device (annulus).

Manufacturer narrative:
The investigation is ongoing. The device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The complaints for ''post-implantation - deployed valve exhibits paravalvular leak'', ''general risk - failure - leaflet tear'', and ''valve deployment and position - deployed valve exhibits central regurgitation'' were unable to be confirmed as no relevant imagery, and/or medical record was provided. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Per the instructions for use (IFU), valve paravalvular leak is a known potential adverse events associated with the transcatheter valve replacement (thv) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. As reported, ''approximately 9 months and 20 days post transfemoral tavr procedure with a 23 sapien 3 ultra valve in the aortic position the valve had moderate paravalvular leak (pvl) resulting in hemolysis'' and ''the perceived root cause of the moderate pvl was due to bulky irregular calcium in the seal zone of the device (annulus)''. In this case, the valve was placed on the patient's annulus with bulky irregular calcium, which prevented the valve from forming proper seal between the thv structure and target site (native annulus) resulting in paravalvular leak over the time. As such, available information suggests that patient factors (calcification) may have contributed to the paravalvular leak. As reported, ''a bav was attempted with a 23mm true balloon with no change to pvl and new onset of central leak (likely leaflet tear from ballooning)''. Per procedural training manual, post-dilation can improve the paravalvular leak; however, it can also risk for the central regurgitation. It is recommended to ''post dilate with the same balloon''. In this case, a non-edwards balloon (true balloon) was used to post dilate the valve, so the valve could over expanded, and the leaflets could over stretch resulting in central regurgitation or leaflet tear as reported. As such, available information suggests that procedural factors (post-dilation with non-edward device, valve over expanded) may have contributed to the leaflet tear and central regurgitation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.